Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging an ongoing air bubble issue. The reporter stated that all supplies have been changed multiple times, insulin is stored correctly, and cartridge fill technique is correct. The air bubble issue reportedly occurs at random and is not associated with a particular activity. The reporter requested that the pump be replaced. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 05/10/2016 device evaluation: the device has been returned and evaluated by product analysis on 04/26/2016 with the following findings: a review of the black box and alarm history did not show any activity outside normal use. There were no defects found to the cartridge compartment. A test cartridge was loaded correctly and ez-prime steps were successfully performed. The pump was exercised for 24 hours; no air bubbles and no errors, alarms, or warnings occurred during investigation. The complaint could not be confirmed or duplicated on investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).